Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. D01973) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), back pain ("severe back pain"), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, headache and migraine outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, headache and migraine to be related to essure. Batch no.: d01973 production date: 2014-08-26 expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a 38-year-old female patient who had essure (batch no. D01973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), back pain ("severe back pain"), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (tlh, bilateral salpingectomy, cystoscopy, loa). Essure was removed on (B)(6)2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, headache and migraine outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: discrepancy noted on essure removal date (B)(6) 2019, as per mr right - 7 coils. Left ¿ 3 coils. Batch no d01973 production date 2014-08-26 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter information, product indication and rcc was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a (B)(6) year-old female patient who had essure (batch no. D01973) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation"), back pain ("severe back pain"), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, headache and migraine outcome was unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, headache and migraine to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 8-jun-2020: pif received. Case upgraded to incident . Date of removal added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.